Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects in the nozzle, distal end cover, adhesive around the light lens, and the object lens. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: h6 (component code is being corrected from 3123 - tip to 772 - cover and 866 - lenses to 3194 - adhesive). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the foreign material could not be identified. It is unknown if the reprocessing steps at the material residue point were deviated. No physical damage was confirmed at the place where the foreign material remained. The root cause of the foreign material remained in the device could not be identified. The instruction manual states the detection method associated with the event in ¿gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection¿, and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.